Manufacturer narrative:
Patient codes (B)(4).

Event description:
According to the reporter, there was recurrent left femoral hernia that had to be repaired. The bilateral laparoscopic extraperitoneal mesh hernia repair and has failed. There was formation of adhesions in the inguinal region and onset of ceaseless chronic pain which led to complex regional syndrome (crps).